Event description:
It was reported that prior to a prostatectomy, the surgeon console (sc) displayed an error indicating it had lost communication with the video chain. The message recommended restarting the sc using the red button on the back; however, this did not resolve the issue. Upon inspection, the cable connecting the tower to the sc was found to be poorly seated on the tower end. The cable was reseated and the sc was restarted, which resolved the issue. It was also reported that, during intra-operative use in a prostatectomy procedure, the surgeon was unable to gain tele-operation control of the robotic arms. The whole system was restarted, after which tele-operation control was restored and the surgery was able to start. The restart took approximately 20 minutes while the patient was already sedated, resulting in an extension of anesthesia time. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.